Event description:
It was reported that during a fistula maturation procedure, deflation difficulties were encountered. The 6 cm lesion was located in the non-tortuous 3-4mm right cephalic vein. The ultra-thin diamond balloon catheter was advanced to the lesion and inflated without difficulty to 6 atms for 10 seconds on the first inflation. Upon deflation, the physician noted that the rate of deflation was "very slow". The balloon was inflated without difficulty a second time to 6 atms, however, upon deflation the balloon failed to fully deflate. Following application of negative pressure, the balloon was able to be partially deflated. Negative pressure was again applied to the balloon for approximately 30 seconds to 1 minute which was unsuccessful. With the balloon partially deflated, the physician withdrew as much of the balloon catheter as possible into the sheath, however, a portion of the balloon remained outside the sheath. The physician was able to successfully remove the balloon catheter and sheath as a unit from the patient. The patient's status is reported as "fine".

Manufacturer narrative:
.